Manufacturer narrative:
Evaluation summary: the condition of tthe device not turning on was confirmed due to depleted batteries. This device was evaluated at the customer's facility on 12/12/2006. The batteries were potentially damaged and were replaced. This issue is currently being investigated. Review of the complaint history reveals similar reports have been received for this product for the reported issue.

Event description:
The facilit representative reported an infusion pump that would not turn on during biomed testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.